Manufacturer narrative:
Tested returned samples of four (4) lots of this instant cold pack. Unable to duplicate failure/leaks on three of the lots of the returned samples. The fourth lot # 5277-4 showed a delamination of the two film layers that make up the outer bag of the cold pack. This delamination is due to either a degradation of the adhesive binding layer or improper amount of adhesive during the lamination process. (Hms no longer uses the vendor that produced this lot). The two layers of film function to allow the film to be heat sealed while providing strength to the pack. The delamination weakened sealant layer of the pack so that when pressure was applied to activate the cold pack the inner layer of film stretches and can cause pinholes to form which will cause the pack to leak. It was not reported which lot that the offending pack came from.